Event description:
During surgery; the screw broke in the ace trochanteric nail and was not able to be retrieved. Surgery was extended for 2.5 hours. Another surgery was performed to remove the screw from the patient which was successful.